Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints from the lot. All available information was investigated, and the reported single leaflet device attachment per the physician was related to patient conditions (tethered leaflets and annuloplasty ring). Mitral valve insufficiency/regurgitation resulting in dyspnea appears to be related to the slda. Mitral regurgitation and dyspnea are known possible complications associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a patient presented with grade 4 mixed mitral regurgitation (mr), tethered leaflets and an annuloplasty ring for a mitraclip procedure. A mitraclip was implanted successfully. The final mr was grade 1. There was no clinically significant delay reported. On (B)(6) 2025, the patient returned symptomatic with shortness of breath and a single leaflet device attachment (slda) was identified. The clip was detached from the anterior leaflet. The clip attached to the septal leaflet was stable. An echocardiogram determined the mr recurrent at grade 4. On (B)(6) 2025, the patient presented with grade 4 mixed mitral regurgitation for a secondary procedure. A mitral clip was implanted to stabilize the slda clip. The mr was reduced to grade 1-2. There were no adverse patient effects or clinically significant delay associated for this procedure.